Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited minute ventilation (mv) chop in a signal artifact monitor (sam) event and high out of range impedance measurements on the right atrial (ra) lead. There were noisy signals noted on the lead channel. There was inappropriate mode switch noted as well. Technical services (ts) recommended the lead be evaluated in office with isometrics. This ICD and ra lead remain in service. No adverse patient effects were reported.